Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds and during the replacement procedure high and undefined impedance was noted. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.